Manufacturer narrative:
Device lot number, or serial number, unavailable. Initial reporter and facility were not provided to the manufacturer. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system will not come off initializing for the gears. The biomed tried rebooting the system, hard stop with unplugging, and hard stop with unplugging the umbilical cable. It stopped in mid motion with a collision error. X-rays were inhibited. The system was hung up on initializing software but did not complete the boot up.